Event description:
It was reported that the device was presenting with occlusion issues. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Top case was found cracked by the left bottom corner. Occlusion - check infusion line found in pump event history log. Power up and occlusion test were able to duplicate the reported problem. Force sensor reading was out of specs. The root cause of the reported issue was not found. Actions were taken to mitigate the reported issue: replaced plunger cable and force sensor for preventive.